Event description:
The account alleged that the lift arm bolts were loose and one was missing making the sleep deck very unstable and dangerous. No patient impact.

Manufacturer narrative:
The account tightened and replaced the bolts to resolve this issue.